Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It has not been confirmed revision has occurred and therefore no reason for revision has been provided. The information provided is insufficient to investigate. A search of the complaints databases finds other reports against the 2375888 and 2399947 lot codes. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The databases search did not return any other reports against the remaining product and lot code combinations. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Formal claim received regarding pinnacle/corail hip implant revision. Reason for revision, and date or confirmation or revision, not provided.